Manufacturer narrative:
Siemens investigated customer returned log files. The reported discrepant potassium and sodium values were not found in the paz log file. There is no evidence in the log files to substantiate this claim. Multiple requests for sample ID and type file were requested and the customer was unwilling to provide the requested data. The customer complaint is not confirmed.

Manufacturer narrative:
Siemens has made several attempts to contact customer to obtain log files for the investigation but has not received a return call. The cause for the discordant results is unknown.

Event description:
Customer reported falsely elevated sodium and potassium results on the analyzer. There was no report of injury due to this event.